Manufacturer narrative:
Device evaluated by manufacturer. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual, tactile and microscopic test was performed on the device. Examination of the shaft polymer extrusion noted the inner lumen was bunched at 4.9cm from the bumper tip and therefore the inner tube damage can be confirmed. Microscopic examination of the blades noted that blade 1 had blades lifted at the proximal and distal ends. Blade 2 identified a 1mm distal blade segment detached. In addition, blade 3 and 4 showed blades lifted in the mid-section and therefore the allegation can be confirmed. All blade pads were intact. No other device issues were identified during returned product analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation has been assigned the conclusion code adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Once the balloon was subjected to positive pressure, the blades on the balloon would have been exposed (unprotected by the balloon folds) which likely resulted in excessive forces being applied to the blades, resulting in the blade damages observed. It is not known if the damage to the blades occurred during the procedure however, it is likely that the challenging lesion anatomy (stenosed and severely calcified) contributed to the blade damage. Device analysis identified the inner lumen bunched at 4.9cm from the bumper tip. It is likely that this damage occurred during withdrawal from the patients challenging lesion.

Event description:
It was reported that the blade of the balloon was kinked. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). A 15mmx4.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci) and inflated twice at 6 atm for 20 seconds. After removal of the device, it was noted that the inner shaft was kinked and the blade was bent and partially detached from the balloon. The procedure was completed with another of the same device. There was no patient injury.